Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in a supplemental report. Manufacturer's ref. No: (B)(4). FDA report numbers 2029046-2018-01280 / 2029046-2018-01279 are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and the brim caps became detached. When the smart touch sf catheter was removed from the preface sheath the brim cap came off. The sheath was changed, however the same issue occurred. The procedure was completed using the second preface sheath with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is MDR reportable because if the brim cap is detached from the preface, then there is a potential risk to the patient.

Manufacturer narrative:
Additional information was received on march 4, 2018. There was no wire or braid exposed. There was no resistance or difficulty during insertion or removal of the catheter through the sheath. The brim cap detached on the first and second sheath and the physician reconnected it on the second sheath and continued to use that device. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received june 18, 2018. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, on july 10, 2018, the manufacture (07/05/2017) and expiration dates (3/31/2020) were received. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's ref. No: (B)(4).